Manufacturer narrative:
The event occurred in (B)(6). (B)(6) law doesn't allow product return.

Event description:
Caller reported the up button on the pump stopped functioning. No adverse event reported. No product to be returned due to russian legislation.